Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v550216, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v525542, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was in the hospital once because ¿they wanted her there because they thought it was interesting to research all this and keep you awake at the same time.¿ it was noted that the patient¿s device was off but she ¿could still feel umm it was kind of like wave lengths like 92 computers that was when everyone was getting their computer systems.¿ patient was feeling something and it was noted that this was years ago. Reference manufacturer¿s report number: 3004209178-2014-12205.